Manufacturer narrative:
This report contains correction in section d6 implant date, section h6 device codes and additional information in section b5 describe event or problem. This report contains correction in section d1 brand name, d2 common device name, d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 serial number, d4 unique identifier (UDI) #, d6 implant date and section h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited premature battery depletion (pbd). The battery longevity showed remaining at 8.5 years earlier this month, however there was difficulty connecting the device with the programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion (pbd). The battery longevity showed remaining at 8.5 years earlier this month, however there was difficulty connecting the device with the programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report contains correction in section b5 describe event or problem. This report contains correction in section d6 implant date, section h6 device codes and additional information in section b5 describe event or problem. This report contains correction in section d1 brand name, d2 common device name, d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 serial number, d4 unique identifier (UDI) #, d6 implant date and section h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited premature battery depletion (pbd). The battery longevity showed remaining at 8.5 years earlier this month, however there was difficulty connecting the device with the programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device will not be returned for analysis as the device was contaminated.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem. This report contains correction in section d6 implant date, section h6 device codes and additional information in section b5 describe event or problem. This report contains correction in section d1 brand name, d2 common device name, d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 serial number, d4 unique identifier (UDI) #, d6 implant date and section h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion (pbd). The battery longevity showed remaining at 8.5 years earlier this month, however there was difficulty connecting the device with the programmer. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.